Event description:
Customer's daughter reports back to back testing on the same meter while using the advantage system with results of hi (greater than 600 mg/dl) and "a reading in her normal range". Daughter reports customer's normal range was 90-190 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.